Manufacturer narrative:
An event of non-uniform expansion of the valve was reported. The device was received for examination and no anomalies were noted to the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information form the field indicated that the non-uniform expansion was thought to be due to the heavy calcifications in the patient's annulus. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 health effect - clinical code: code 4582 removed. H6 health effect - impact code: code 2199 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1024 - portico india. In5860 - 22 (r773902801, r774040801). It was reported that on (B)(6) 2023, a 27mm portico valve was selected for an implant in a patient with severe aortic stenosis. The sizing of the annular dimensions of the native valve was perimeter: 74.1mm, area: 411.8 mm sq, diameter 23.4 mm and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient did not have a horizontal aorta. During the procedure, calcium distribution was symmetrical. Pre-dilatation of the native aortic valve was done with 22 mm balloon (non-abbott), after which physician attempted valve deployment. Despite 2 resheathing and deploying attempts, the 27 mm portico valve had non uniform expansion and did not open up completely, hence the valve was not fully deployed, it was resheathed and removed. A new 27 mm portico was instead fully deployed and implanted, which opened up well with an implant depth of 4mm. On (B)(6) 2023, it was reported that the valve migrated on echocardiogram. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. A valve in valve procedure was performed with another 27mm portico valve. The patient remains hemodynamically stable.